Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the insufflator to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the insufflation was not working, and the tower had already been power cycled, but the insufflator remained in a faulted state. Technical support engineer (tse) reviewed the system logs and identified repeated insufflator internal non-recoverable fault errors and power-related alarms. Tse noted that additional troubleshooting might be required and that hardware such as the insufflator, its power cable, or a related module could potentially need replacement. Later, site staff called to ask whether the insufflator had been serviced and indicated they would use a backup insufflator for the procedure; technical support guided them through disabling the insufflator and advised that the service request would be updated so that onsite service could proceed when available. The procedure was completed with no reported injury.